Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
(B)(4).

Event description:
The customer states that after firing the eea33 stapler, when inspecting the donuts, there was a little piece of metal between the donuts (3-4mm x 2mm, rectangular shape) while firing, they cannot recall if they heard an unusual sound. No consequences for the patient. Procedure: lap lar product was not resterilized prior to incident. Product was used on a patient. Patient not injured or jeopardized. No extension of the surgery time by more than 30 minutes. No blood loss of more than 500cc. No extension of the incision by more than 1 inch. No unanticipated tissue loss or tissue damage. No portion of the device fell into the patient. No reinforcement material used in conjunction with the stapling device. Problem was solved by using a new device.